Event description:
While performing an esophagogastroduodenoscopy, surgeon was taking biopsies using a cold biopsy forcep. While removing a biopsy, one of the claws to the forceps was noticed free in patient's esophagus. It was then removed using the scope.